Manufacturer narrative:
Sections with additional information as of 22-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for true metrix test strips becoming stuck in the true metrix meter. Customer stated that when he placed a test strip into the meter, it went all the way in, and it can't be pulled out. Customer attempted to use the button to release test strip, but the strip went into meter and cannot be pulled out. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Customer requested manufacturer expedite replacement as he is without a meter and he is insulin dependent and can¿t check his blood glucose.